Event description:
During baxter's functionality testing it was found that a spectrum pump had a constant upstream occlusion alarm. There was no patient involvement.

Manufacturer narrative:
The device was returned to baxter and an evaluation was performed. The evaluation confirmed (through initial testing) but could not reproduce the upstream occlusion. The evaluation found the fluid numbers to be within specification. The upstream sensor was replaced as it is a known contributor to the reported symptom.